Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported for right side record, "rupture of the device. Additionally the following events were reported "patient with multiples sensibility asia syndrome; parkinson illness."; these events are not device related, the device has been explanted.

Event description:
Physician reported for right side record, "rupture of the device,. Additionally the following events were reported "patient with multiples sensibility asia syndrome; parkinson illness."; these events are not device related, the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening, and crease flat. A microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Physician reported for right side record, "rupture of the device,. Additionally the following events were reported "patient with multiples sensibility asia syndrome; parkinson illness."; these events are not device related, the device has been explanted.

Manufacturer narrative:
Photo device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.